Event description:
Device malfunction: premature, partial deployment. Time of malfunction: during unpacking. Symptoms/ae: na. It was reported that during device unpacking, the rx acculink stent found was partially out of the sheath by a few millimeters. The device was discarded and there was no patient involvement. Though requested, no additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. Without device investigation a conclusive root cause could not be determined. The lot number was not identified; therefore, a device history record review could not be performed.